Manufacturer narrative:
The original device was returned without the original packaging. Visual examination revealed that the balloon appeared to have a foreign substance on the exterior. The balloon was infused with water. With slight manipulation, leakage was observed in the area of the proximal collar below the bumper. When viewed under magnification(50x), there was a channel observed in the bonded area. Methylene blue was added to verify the flow of the leak area. Inspection activities to identify abnormalities to the device components are already in place at the manufacturing site, and no manufacturing cause could be identified as the cause of the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa5173n47, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2016-00009 for the first report. A report was received from (B)(6) stating the trans-jejunal enteral feeding tube balloon broke within 3-weeks of use. A second device was placed which "broke" within one week of placement. There was no reported injury. No additional information was provided in regards to the patient's status.